Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump did not suspend or should have continued to suspend. Customer's blood glucose was 2 mmol/l. Customer's sensor glucose value was 5.3 mmol/l and then it dropped to 3.4 mmol/l when they resumed 2 hours later. Customer's sensor glucose dropped down to 2.6 mmol/l but the pump did not suspend. Customer treated with a glucagon shot and glucose food (juice). Customer has been experiencing low blood glucose since this morning. Customer was given a shot prior to the ambulance coming out but was not taken to the hospital. Customer was advised that the insulin pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer's father had to calibrate the sensor, so he will call back once the pump is in a "normal" state.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test.the insulin pump communicated properly with the test guardian 2 link glucose sensor simulator. The suspend before low alert feature functions properly. The insulin pump properly remained in suspend during testing. No unsuspended anomaly noted during our testing. No sensor anomaly or calibration anomaly noted. The insulin pump was received with scratched case and a pillowing keypad overlay.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.